Event description:
It was reported an unk number of spectrum pumps had network error messages within the event history log. These messages have been associated with a reported delay in infusion therapy of an unspecified length. Any pt injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted. Potential causes of the alarm were explained to the customer, as well as instructions on how to prevent the condition from occurring.